Event description:
An adc customer's mother reported via email that that her daughter had been receiving imprecise and low readings on her optium xceed meter and she no longer trusted the accuracy of the results. Specifically, she stated on (B)(6) 2010 her daughter received a result of 64mg/dl at an unspecified time and then received a reading of 70mg/dl and was given a glass of milk with cookies for breakfast. She stated 30 minutes after eating her daughter gave herself the "usual dose of insulin" (specific amount not reported) and re-tested and received a reading of 48mg/dl. The customer stated shortly after at 11am, she experienced both a loss of consciousness and a seizure and she injected her daughter with glucagon. Paramedics were called and upon arrival it was reported that they observed her to ensure she "had recovered." Her daughter was not treated by the paramedics and not transported to a health care facility. No diagnosis was reported. The mother stated she has since discarded the meter and no longer has the test strips. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
As requested product was not received for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Manufacturer narrative:
The adc customer's mother stated she discarded the meter and no longer has the reported test strip lot however, she provided an adc meter serial number. It is unknown if the meter sn provided in the report is the meter involved in the medical event. The meter has been requested back for investigation and a supplemental report will be sent once new information is obtained.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2011. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).